Manufacturer narrative:
On (B)(6) 2018: the customer reported that the problem has been resolved. No further information was provided.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an internal battery fail message. No patient involvement.